Event description:
An article titled "vagus nerve stimulator implantation: a (B)(6) otolaryngology department's 9-year experience of implanting 56 patients." Was published in 2015. The article reports that between 2006 and 2014, fifty-six patients underwent sixty two vns procedures. These included 51 primary implantations, 2 lead changes, 8 generator replacements (of which 5 were originally implanted elsewhere), one post-operative wound pain, keloid scar formation (which improved following steroid injections) and intermittent difficulty in swallowing after 5 years vns usage. Manufacturer report #1644487-2012-00502 involves patient with lead change due to lead failure. Manufacturer report #1644487-2012-03157 involves patient with lead change due to high impedance manufacturer report # 1644487-2014-01008 involves patient whose device was explanted due to wound infection manufacturer report #1644487-2016-00113 involves patient with post-operative wound pain, keloid scar formation (which improved following steroid injections) and intermittent difficulty in swallowing after 5 years vns usage.